Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Two of photos were reviewed. Two photos show the outer retainer get detached from the device and the needle appeared bloody, no other specific anomalies noted. Therefore, based on the photo review, the reported break can be confirmed. A definitive root cause for the break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an ultrasound-guided breast biopsy through normal density tissue, the mission body allegedly broken while doing the surgery. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during an ultrasound-guided breast biopsy through normal density tissue, mission body allegedly broken while doing the surgery. There was another device used to complete the procedure. There was no reported patient injury.